Event description:
It was reported that the customer experienced a high blood glucose level, reaching 592 mg/dl. The customer utilized a correction bolus via the pump to address the high blood glucose, and a system check was conducted, but no further action was required as the customer did not want additional troubleshooting.